Event description:
It was reported that during preventive maintenance performed by the user facility, the o2 gas module was replaced. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility who decided that no repair was necessary. No parts were replaced. No ventilator logs have been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: 313078.